Event description:
It was reported that this right atrial (ra) lead was surgically abandoned with reason unknown. Additional information was received from the field indicating that this ra lead exhibited high capture threshold and poor sensing. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.